Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they had surgery a week or two ago this past friday to remove the battery and move it to the other side. Patient stated ever since then they have been having an issue charging the implanted neurostimulator. Patient mentioned that they got a new recharger during the surgery and it charged for a little bit but it only charged 30%. Patient noted they have had an issue with the controller before numerous times and it goes back and resets itself and starts over. During the call patient verified no visible damage to the controller charging port or to the recharging antenna. Patient reset the controller and attempted to recharge the implant, patient got the message device not found. Patient attempted to go through passive recharge mode but was unable to advance past the screen. Pt confirmed they were unable to advance past previously either. The issue was not resolved. A request was sent to the repair department to replace the controller. Pt reported having problems with the same controller in the past. No symptoms were reported.